Event description:
On (B)(6), 2012, a physician reported that this vns patient had passed away. The physician believed that the patient died of seizures but did not have any additional information. An obituary determined the date of death to be (B)(6), 2010. On (B)(6), 2012, follow up with the mortuary associated with the patient's death revealed that because the device contained a battery, it would have been removed and disposed of properly in 2010; therefore, return of the device for product analysis is not possible. Additional follow up with the physician was conducted, and no information was available; however, another physician's name was provided as a potential source of information. Follow up with the suggested physician on (B)(6), 2012 revealed that the patient's cause of death was a cardiac arrhythmia due to an epileptic seizure. The relationship of the patient's death to vns was unknown, and no additional information was provided.

Manufacturer narrative:
Analysis of programming history.